Manufacturer narrative:
The customer was sent a replacement faceplate for her pump in style advanced breast pump. Though the customer alleged that she was calling an answering service and leaving messages, medela does not utilize an answering service and does not have a phone messaging system that allows customers to leave messages. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to customer service that the tubing port broke off when she was putting the tubing on her pump in style breast pump. The customer stated that she tried calling and leaving a message with an answering service for weeks, and did not receive a return call, resulting in blocked ducts and mastitis. The customer reported that she went to the doctor and received an antibiotic for 20 days and is now back on it for another 10.